Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and discolored and the internal clock battery malfunctioned.

Manufacturer narrative:
(B)(4). Device evaluation: evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. On testing, a rewind, load and prime sequence was successfully performed. The pump was exercised for 24 hours without delivery issues. The display screen was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.